Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) is not pacing correctly and is pacing too soon or too frequently. It was further reported that the right atrial (ra) lead exhibited low unipolar impedance, high thresholds and potential under-sensing. It was also reported that the ra lead exhibited chronic small p waves and has had sensing issues since implant. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.